Event description:
Boston scientific received information that during implant procedure for normal device change-out, this right ventricular (rv) lead exhibited high out-of-range shock lead impedance greater than 125 ohms when connected with the new device. Commanded shocks were performed and boston scientific technical services (ts) recommended a lead replacement since impedances were too high. Additional information was received indicating that the cause of the observation was not conclusively determined. The lead was abandoned surgically and replaced with a competitor lead. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.